Event description:
It was reported that a female patient underwent revision breast augmentation with a 200cc mentor smooth round moderate profile on each side at an unknown date and experienced bilateral breast implant deflation. As a result, the devices were explanted, and replaced with catalog number 3501625 on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 200cc breast implant was found to have an area of separated material on the posterior view extending to the anterior view measuring approximately 4.1 x 5.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2022, device re-evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 200cc breast implant was found to have an area of separated material on the posterior view extending to the anterior view measuring approximately 4.1 x 5.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2022, mentor became aware that the date of event was february 10, 2022. Field b3 has been updated on this form. Also, the replacement serial numbers were provided as (B)(6) on the left and (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, patient's initials have been updated to "c.h.I." Under field a1 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).